Manufacturer narrative:
Medical device brand name: bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 24ga 0.75in. Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. The complaint was deemed as MDR reportable therefore a submission will be performed. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 24ga 0.75in experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: black smudge inside the package was found before delivery to customer.